Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the device performed to specifications. The touchscreen was fully responsive throughout the evaluation. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen when the device was being configured for a patient. There was no patient injury reported as a result of this incident.